Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735857, no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A0902: applicable to no video detected. A1102: applicable to the "no video detected" message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after replacing the camera cart monitor, "no video detected" was displayed on the monitor. Technical services instructed the manufacturer representative (rep) to change the displays port settings using the soft keys, which restored the expected display on the screen. The issue was resolved during the call. There was no patient involved.